Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. C51078) for female sterilisation. The patient had a medical history of pelvic pain on (B)(6) 2022, pap smear abnormal on (B)(6) 2021, covid-19 on (B)(6) 2021, anxiety, painful periods, endometrial ablation, fatigue and heavy periods on (B)(6) 2021, vaginal delivery in 2015 and parity and gravida I in 2014. Previously administered products included: depo provera, junel, wellbutrin and adderall. As concurrent condition the report mentioned abnormal uterine bleeding since (B)(6) 2021. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2384 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus, laparoscopy, laparoscopic bilateral salpingectomies, dilatation and curettage). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: indication-verification of essure placement. [Pathology test] on (B)(6) 2022: diagnosis: endometrium, curettings/biopsy: endometrium in inactive or resting phase showing no glandular or stromal hyperplasia or cellular atypia. Admixed fragment of endocervical and ectocervical tissue showing no evidence of human papilloma virus or dysplasia. Right fallopian tube, excision: complete transection. No significant cellular atypia or inflammation with fallopian tube showing evidence of increased exogenous hormones and containing essure contraceptive device. Left fallopian tube, excision: complete transection. No significant cellular atypia or inflammation with fallopian tube showing evidence of increased exogenous hormones and containing essure contraceptive device. Clinical information: bilateral lower acute pelvic pain, dysmenorrhea, menorrhagia, fatigue, irregular menses. Specimen source: endometrium, curettings/biopsy; right and left fallopian tubes with essure bilateral. Gross description: identified as right and eft fallopian tubes with essure bilateral and received are two portions of fallopian tube with the longer measuring 8.5 x 0.5 cm. A wire tube (essure contraceptive device) is present within the lumen. The shorter segment measures 6 x 0.4 cm and also contains the essure wire within a portion of the lumen. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: reporter and patient information, medical history, lab data, indication, lot no, drug stop date, event onset date, non drug treatment, expiration date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. C51078) for female sterilisation. The patient had a medical history of pelvic pain on (B)(6) 2022, pap smear abnormal on (B)(6)2021, covid-19 on (B)(6) 2021, anxiety, painful periods, endometrial ablation, fatigue and heavy periods on (B)(6) 2021, vaginal delivery in 2015 and parity and gravida I in 2014. Previously administered products included: depo provera, junel, wellbutrin and adderall. As concurrent condition the report mentioned abnormal uterine bleeding since (B)(6) 2021. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2384 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus,laparoscopy,laparoscopic bilateral salpingectomies,dilatation and curettage). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: indication-verification of essure placement [pathology test] on (B)(6) 2022: diagnosis endometrium, curettings/biopsy: 1. Endometrium in inactive or resting phase showing no glandular or stromal hyperplasia or cellular atypia. 2. Admixed fragment of endocervical and ectocervical tissue showing no evidence of human papilloma virus or dysplasia. Right fallopian tube, excision: 1. Complete transection. 2. No significant cellular atypia or inflammation with fallopian tube showing evidence of increased exogenous hormones and containing essure contraceptive device. Left fallopian tube, excision: 1. Complete transection. 2. No significant cellular atypia or inflammation with fallopian tube showing evidence of increased exogenous hormones and containing essure contraceptive device. Clinical information: bilateral lower acute pelvic pain, dysmenorrhea, menorrhagia, fatigue, irregular menses specimen source a. Endometrium, curettings/biopsy b. Right and left fallopian tubes with essure bilateral gross description identified as right and eft fallopian tubes with essure bilateral and received are two portions of fallopian tube with the longer measuring 8.5 x 0.5 cm. A wire tube (essure contraceptive device) is present within the lumen. The shorter segment measures 6 x 0.4 cm and also contains the essure wire within a portion of the lumen. Batch no c51078 production date 2014-04-26 expiration date 2017-04-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 21-oct-2023: quality safety evaluation ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2314 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.